Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, it was reported that one of the supply bags had disconnected which is a known cause of the reported alarm. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill three. The patient was connected at the time of the alarm. The patient stated that one of the bags had disconnected. The technical service representative assisted the patient in removing the set up. The patient stated they had not seen anything unusual when setting up the supplies for therapy; all connections had seemed tight. The homechoice set up was not bumped or knocked. The patient was unsure how the bag had disconnected. The patient stated they did not see any damage to the set up when taking the supplies down. There was no patient injury or medical intervention associated with this event. No additional information is available.